Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the right lower leg where the caster goes in is broken and the frame is torn.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the leg was split on the bed end, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the right lower leg where the caster goes in is broken and the frame is torn.